Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Technical services advised that the original implant date will be lost. Technical services walked the caller through reprogramming device. There is no impact on therapy. Also, the low energy shock impedance is 199 ohms, which is high but within normal limits. There were no adverse patient effects. The device remains implanted.